Event description:
The report indicated that 13 hours after the onset of circulatory support, the clinician noted low p02. The oxygenator was changed out with no pt injury. The device is labeled for procedures requiring the extracorporeal oxygenation of and carbon dioxide removal from blood and is designed to operate at flow rates between 1-7 liters for periods up to 6 hours.